Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had a high/undefined pacing impedance and elevated sensing integrity counter (sic) alert triggered on the same day as an ablation procedure. It was noted that the lead was retested multiple times and troubleshooting completed, which left the device with normal function. The device is still in use. No patient complications have been reported as a result of this event.